Event description:
It was reported that a malfunction alarm occurred. Follow up attempt was made by tandem customer technical support, however no response was received. No additional information was provided. Customer¿s blood glucose level was 260 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.